Manufacturer narrative:
(B)(4). Batch # u5a54f. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with four reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, after the first load, the staples were malformed. A second reload was used without issue. A third reload was used and stapled, but only cut halfway. A fourth reload was used to complete the case with no patient consequences.